Event description:
Report received of an unrequested bolus dose delivery. It was reported that the event occurred in 1999 with an abbott pain manager. The pump was in use on a pt and was reported to deliver an unrequested bolus dose. There was no reported adverse pt event as a result, and there was no pt specific info available. According to reports received, the pump was removed from service and tested. The customer contact reported that in the testing, the pump was found to perform within specifications, but the cord was found to be "defective". According to the customer contact, "flexing the cable caused a short in the cable which the pump saw as a request for a dosel", resulting in an unrequested bolus delivery. The customer contact reports that the cord was discarded and the pump was placed back into clinical service with a new pt pendant. Though requested, there was no further info available.